Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had surgery to start the trial. While on the table the patient became emotional and restless. The doctor was able to get one lead implanted. During the testing of the lead, the patient could not communicate what she was feeling and continued to be restless. The doctor pulled the lead and the surgery was abandoned.